Event description:
Customer's mother reports that customer's insulin pump resets itself to factory settings. Customer's blood glucose was unknown. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected reset error alarm was noted and the insulin pump passed the self test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.